Manufacturer narrative:
UDI#: (B)(4). This event is recorded by zimmer biomet under (B)(4). This is purchased product from an approved supplier. A review of the finished good DHR concluded that the device passed all inspections and left zimmer control as a conforming device. The sample size dictates that the sampling size for qa inspection for this product must be at least 19. The returned product had particulate in the packaging. Zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is embedded then a total of two particles whose individual areas do not exceed 2.00 sq. Mm in size are acceptable. Based on the attached pictures, the particulate identified does not meet the acceptance criteria and is therefore nonconforming. Using view 3.2 from the etq reliance system, from november 22, 2015 to november 21, 2016, there were 4 closed complaints that used rmf-130 rev. 9, line 1.1.7 as part of their respective risk assessment. The scope of this search includes all part numbers contained within rmf-130 line item. This reported event is confirmed based on visual inspection. However, with the information provided, the root cause cannot be determined.

Event description:
It was reported that dirt was found on the battery pack when the nurse opened this product. Investigation results found that the particulate did not meet the acceptance criteria.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.